Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during aquablation therapy, the treating surgeon inadvertently impacted the patient¿s trigone region with the aquabeam handpiece waterjet. As a result, the bladder mucosa was injured. The treating surgeon placed a left ureteral stent. Additional information received on may 20, 2025, determined that the patient's trigone and left ureteral orifice were located within the planned pathway of the waterjet treatment. The patient is reported to be stable. No malfunction of the aquabeam robotic system was reported.

Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The treating surgeon inadvertently resected the patient¿s trigone with the waterjet. As a result, a ureteral stent was placed in the patient¿s left ureteral orifice (uo). The patient was reported to be stable. Although the aquabeam robotic system's labeling does not specifically mention damage to ureteral orifices, procept's risk management documentation includes damage to ureteral orifices as a clinical effect of aquablation therapy. Based on the information received, plus a review of the treatment log files, DHR, IFU, and procept's risk documentation, the event is considered not to be device related. A review of the device history record (DHR) for ab2000-b/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system's treatment logs file was reviewed, which confirmed no malfunctions during the aquablation procedure. The review of the treatment logs indicated that the system functioned as designed. The aquabeam robotic system's instructions for use (IFU), ifu0101-00, rev. E, was reviewed. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.